Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles between the pigtail, the site, and sometimes between the cartridge and pigtail. The customer's blood glucose (bg) level was greater than 400 mg/dl. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting. Reportedly, the customer changed the infusion set to address the high bg level.